Event description:
A report was received that a patient was experiencing pain at the pocket site when the stimulation level was increased. The pain had caused the patient to fall and reprogramming was able to provide coverage, but the pocket pain was still present. The patient will undergo a pocket revision.

Event description:
A report was received that a patient was experiencing pain at the pocket site when the stimulation level was increased. The patient experienced a fall, and reprogramming was able to provide coverage, but the pocket pain was still present. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 serial # (B)(4) description: artisan surgical 50cm lead model # sc-3138-55 serial # (B)(4) description: scs phase iii 55cm lead extension

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well following the procedure. Correction: date of event: (B)(6) 2011.

Manufacturer narrative:
Additional information indicates that the patient will not be revised at this time. Will notify in the future if the revision takes place.

Event description:
A report was received that a patient was experiencing pain at the pocket site when the stimulation level was increased. The pain had caused the patient to fall and reprogramming was able to provide coverage, but the pocket pain was still present. The patient will undergo a pocket revision.

Event description:
A report was received that a patient was experiencing pain at the pocket site when the stimulation level was increased. The patient experienced a fall, and reprogramming was able to provide coverage, but the pocket pain was still present. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg exhibited analog ic-u1 damage after the explant procedure. The device could not be charged nor linked because of the fast battery depletion caused by an excessive sleep current leakage. The exposing the analog ic to high-electromagnetic or voltage transient can cause this type of failure. The root cause of the damage is unknown.